Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. While extracting the ra lead, the lead tip broke and remains attached in the atrium. The physician attempted to remove the ra lead but was unsuccessful due to being attached to the appendage. However, the lead was still successfully explanted. No additional adverse patient effects were reported.